Manufacturer narrative:
It was reported in a medical journal that 13 complications happened on different patients that received an unknown dynesis implant on an unknown date. According to the article, one of the patients is being monitored due to radiographic evidence of adjacent-segment disease. Trend analysis: n/a no reference number provided. Compatibility of components: the compatibility check could not be performed as no product information was provided. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Without any information about reference number or lot number and event related details it was impossible to perform an analysis of the risk for the patient. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, the possible causes for revision are covered in the dfmea ot the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal that 13 complications happened on different patients that received an unknown dynesis implant on an unknown date. According to the article, one of the patients is being monitored due to radiographic evidence of adjacent-segment disease. (Journal article: dynesys dynamic stabilization-related facet arthrodesis; li-yu fay, peng-yuan chang, jau-ching wu, wen-cheng huang, chun-hao wang, tzu-yun tsai, tsung-hsi tu, hsuan-kan chang, ching-lan wu and henrich cheng; in: neurosurgical focus volume 40 · january 2016).